Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the cart was showing full but it is empty. This occurred in both cylinders due to cart not being cleaned. The vacuum is also not working. The event timing was during cleaning. There was no harm to the patient. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the technician processed the cart and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.